Event description:
Procedure type: lap gastric bypass. According to the reporter: as the trocar was being inserted, difficulty occurred inserting. During visualization of the peritoneum, they noticed the white tip of the trocar was missing. A brief search for the tip with no x-rays taken. It is not clear if the tip is in the patient or the device was broken prior to inserting. Case was completed. There was no report of unanticipated blood/tissue loss, or extended operating room time. No patient injury was reported.

Manufacturer narrative:
(B) (4). (B) (4).